Event description:
It was reported to bsc/target that during the procedure the gdc 10-soft 2d/2-diameter stretch resistant synerg detection circuit detached spontaneously. The device was removed successfully out of the patient. The patient's condition was not affected by this event.